Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and confirmed that several episodes had been stored on the same day with evidence of noise oversensing and high pacing and shock impedance measurements. Additionally, it was discussed that a signal artifact monitoring (sam) episode was stored. Consequently, the physician performed a revision procedure and x-ray imaging, and it was confirmed that there was no lead damage. The decision was made to replace the device and this right ventricular (rv) lead, which was cut, and a part was surgically abandoned, and the other section was explanted. No additional adverse patient effects were reported. The explanted section of the lead is expected to be returned for analysis.

Manufacturer narrative:
This report contains correction in section h6 evaluation conclusion codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 150 mm from the terminal end and only the proximal segment was returned. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and confirmed that several episodes had been stored on the same day with evidence of noise oversensing and high pacing and shock impedance measurements. Additionally, it was discussed that a signal artifact monitoring (sam) episode was stored. Consequently, the physician performed a revision procedure and x-ray imaging, and it was confirmed that there was no lead damage. The decision was made to replace the device and this right ventricular (rv) lead, which was cut, and a part was surgically abandoned, and the other section was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 150 mm from the terminal end and only the proximal segment was returned. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and confirmed that several episodes had been stored on the same day with evidence of noise oversensing and high pacing and shock impedance measurements. Additionally, it was discussed that a signal artifact monitoring (sam) episode was stored. Consequently, the physician performed a revision procedure and x-ray imaging, and it was confirmed that there was no lead damage. The decision was made to replace the device and this right ventricular (rv) lead, which was cut, and a part was surgically abandoned, and the other section was explanted. No additional adverse patient effects were reported. The explanted section of the lead is expected to be returned for analysis.